Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of low impedance or oversensing.

Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, this implantable cardioverter defibrillator (ICD) has been returned but analysis is not yet complete. This report will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that there was oversensing without pacing inhibition and low pace impedance less than 200 ohms on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD). The pace/sense portion of the rv lead was surgically abandoned and a new pace/sense lead was placed. The shocking portion of the rv lead remains in service. This ICD was replaced during the same procedure. No additional adverse patient effects were reported.